Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for nausea, vomiting, and abdominal pain on (B)(6) 2003, and (B)(6) 2004.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).